Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: possible causes include the effects of discharge from high frequency endo therapy accessories. In addition, the following reportable malfunctions were identified during the device evaluation: olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the burn on the forceps elevator. There was no patient involvement.